Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged to develop a black spot on their lung and underwent surgery in response to the reported event. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was observed in this device. Strong musty odor during therapy. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. The sound abatement foam at the bottom of the enclosure visibly shows that it is degraded with cracks and has visible signs of moisture on the foam. The sound abatement foam is stuck to the bottom of the enclosure and falls apart when the pil tries to lift or pry it up from the bottom. Investigation was able to confirm the presence of degraded sound abatement foam. It is unknown what the patient used to clean the device with. No filter was present with device. Sd card slot cover and inside the opening of the sd card and the pca (printed circuit assembly) traces had very much potential dust contamination. Potential dust contamination in the ui (user interface) knob hole and spread out on the top and bottom of the pca and under the top of the enclosure. Extreme potential dust contamination on top of the blower box and throughout bottom of the enclosure. Potential dust contamination at the opening of the blower motor. Extreme potential dust contamination and potential hair or fibers in the bottom of the blower box. Potential dried moisture or mineral contaminant spots in the bottom of the blower box, indicating possible water ingress. Investigation can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Investigation found no evidence of sound abatement foam degradation or breakdown.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a black spot on their lung. The patient underwent surgery in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.